Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number: e2019001.

Event description:
This will be filed to report a torn clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. One xtr clip (cds0601-xtr, 90709u109) was implanted successfully. A ntr clip delivery system (cds) (cds0601-ntr, 90718u185) was advanced to the mitral valve; however, the clip was unable to grasp the leaflets. Therefore, the clip was inverted and pulled back to the atrium for re-positioning, but then the clip would not close. Troubleshooting was performed, and the clip was able to close. However, the physician did not feel comfortable to continue with the ntr cds and was removed from the patient anatomy without issue. During preparation of an xtr cds (cds0601-xtr, 90709u111), while the technician was sliding the clip introducer over the clip there was difficulty and the clip got hung up and tore the clip introducer tip. The clip was damaged; therefore, the devices were not used in the patient. There was no patient involvement with this xtr cds. A new xtr cds (cds0601-xtr, 90709u108) was advanced to the mitral valve and the clip was implanted successfully reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to insert due to clip becoming caught on the clip introducer (ci) resulting in the torn ci appears to be related to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.